Event description:
The patient via the manufacturer representative reported that they were questioning whether the device was on or off. It was stated they didn't believe that the implantable neurostimulators (ins) were "on" when their controller said "on" during interrogation. It was noted that multiple times during troubleshooting; the patient manifested or imitated symptoms when the stimulus was off. This suggested a potential psychosomatic phenomenon that confounded the examination. It was stated the devices were first checked with the patient programmer and found to be off. Then devices were checked with the clinician programmer and found to be off. Impedances were checked and all normal. Therapy impedances were checked and all normal. MRI and CT of head were performed and leads were in good position and condition. It was stated the patient was admitted to the floor for stroke monitoring. The implants were turned off for the eeg monitoring but were turned on for testing. It was unknown at the time of the report if the issue was resolved. Indication for use was movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.